Event description:
During knee surgery when the unit was turned on, the self-check picked up a transducer fault. The nurse removed the transducer and reseated the same transducer; turned on the unit and no fault detected. After calibration, the surgeon connected the intelijet cannula and after 5-minutes the surgeon noticed that the knee joint was very swollen. Surgeon stopped the pump and removed the cannula. The pressure was set at 40 and not changed. The pt was kept in recovery for observation. Further surgery was not required to release pressure and the pt was discharged that night.